Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed replace battery alarms and low battery warnings; evidence of short battery life was observed. A visual inspection of the pump showed a cracked battery compartment; however, the cap was able to fully tighten on to the pump. The pump¿s casing was cracked in the right hand corner of the display. The pump¿s current draws were found to be within specifications. The pump failed a leak test. The pump cover was removed and moisture contamination was found inside the pump.